Event description:
I am a type one diabetic since 2011 and have been using the dexcom g6 sensor for over 4 years now. I have never had any skin reactions to the sensor in the past. However, the past three sensors have produced itchy rashes on my skin. I thought the first time it was a bad sensor, but the second and third time yield the same results. I always clean the area with alcohol and take necessary precautions to avoid infection or reaction. Looking online and calling dexcom, they have said that they changed the type of adhesive they use. I, along with many other type one diabetics, have had the same, if not worse, reactions to this adhesive. Yes, the new adhesive does allow the sensor to stick more strongly to the skin than before but I do not believe it is worth the rash. FDA safety report ID# (B)(4).